Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: endometrial area on left') in an adult female patient who had essure (batch no. D14836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Concomitant products included codeine phosphate; paracetamol (tylenol with codeine no.3) from (B)(6) 2016 to (B)(6) 2016, ethinylestradiol;norgestimate (sprintec) since (B)(6) 2017, ferrous sulfate from (B)(6) 2015 to (B)(6) 2016, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2016 to (B)(6) 2016, meclozine (meclizine) from (B)(6) 2015 to (B)(6) 2016, meclozine hydrochloride from (B)(6) 2015 to (B)(6) 2016, medroxyprogesterone acetate (depo provera) from (B)(6) 2016 to (B)(6) 2016, metoprolol tartrate (lopressor) from (B)(6) 2017 to (B)(6) 2018, ranitidine hydrochloride (zantac) from (B)(6) 2015 to (B)(6) 2016, ranitidine from (B)(6) 2015 to (B)(6) 2016, salbutamol (albuterol) from (B)(6) 2017 to (B)(6) 2018 and tramadol from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/urinary problems : uti"), vaginal infection ("bladder/urinary problems: vaginal infection") and tooth infection ("dental problems dental infection"). Essure treatment was not changed. At the time of the report, the device expulsion, dysmenorrhoea, pelvic pain, abdominal pain, urinary tract infection, vaginal infection and tooth infection outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, pelvic pain, tooth infection, urinary tract infection and vaginal infection to be related to essure. The reporter commented: received treatment for bladder/urinary problems discrepancy noted as essure insertion date: (B)(6) 2016. There were 4 coils trailing. There were 3 coils trailing and no exposed pdf fibers. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: impression: no extension of contrast beyond the essure device, consistent with successful tubal ligation/sterilization; on (B)(6) 2017: migration. Batch no d14836 production date 2014-10-10 expiration date 2017-10-28 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: endometrial area on left') in an adult female patient who had essure (batch no. D14836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) from 6-nov-2016 to 20-nov-2016, ethinylestradiol;norgestimate (sprintec) since (B)(6) 2017, ferrous sulfate from 15-jul-2015 to 7-mar-2016, hydrocodone bitartrate;paracetamol (norco) from 7-mar-2016 to 7-mar-2016, meclozine (meclizine) from 5-aug-2015 to 7-mar-2016, meclozine hydrochloride from 5-aug-2015 to 7-mar-2016, medroxyprogesterone acetate (depo provera) from 9-jun-2016 to 8-jul-2016, metoprolol tartrate (lopressor) from 10-oct-2017 to 23-jan-2018, ranitidine hydrochloride (zantac) from 16-aug-2015 to 7-mar-2016, ranitidine from 16-aug-2015 to 7-mar-2016, salbutamol (albuterol) from 9-aug-2017 to 21-jul-2018 and tramadol from 15-sep-2018 to 16-oct-2018. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/urinary problems : uti"), vaginal infection ("bladder/urinary problems: vaginal infection") and tooth infection ("dental problems dental infection"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, urinary tract infection, vaginal infection and tooth infection outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, pelvic pain, tooth infection, urinary tract infection and vaginal infection to be related to essure. The reporter commented: received treatment for bladder/urinary problems discrepancy noted as essure insertion date: (B)(6) 2016. There were 4 coils trailing. There were 3 coils trailing and no exposed pdf fibers. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: migration; on (B)(6) 2016: impression: no extension of contrast beyond the essure device, consistent with successful tubal ligation/sterilization. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: pfs and mr received. Lot number was added. New events added: dental infection. Concomitant drugs, reporters, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/urinary problems: uti") and vaginal infection ("bladder/urinary problems: vaginal infection"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: received treatment for bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2017: migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: new pfs received- event ¿ injury¿ replaced with new events pain- dysmenorrhea (cramping),pelvic/ abdominal, migration, bladder/urinary problems uti, vaginal infection. Product indication was updated. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.